Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s button had to press more than once during priming. Customer¿s blood glucose level was unknown. Customer reported battery of the insulin pump was need to change frequently and had reject new battery. Insulin pump had scratches on the screen. Insulin pump had random no delivery alerts. The insulin pump will not be returned for analysis.